Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per (B)(6) aer database: it was reported the unit was under delivering tidal volume during a cesarean section. The clinician increased the set tidal volume to maintain appropriate levels to the patient. There is no report of patient harm or injury.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per (B)(6) aer database: it was reported the unit was under delivering tidal volume during a cesarean section. The clinician increased the set tidal volume to maintain appropriate levels to the patient. There is no report of patient harm or injury.